Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer does not always hear the continuous glucose monitor alerts on their pump. The customer's blood glucose (bg) level was 60 mg/dl. The customer consumed juice and glucose tablets to stabilize bg. During troubleshooting with tandem technical support, it was confirmed that the customer had the volume on the lowest setting and could hear the low volume on the pump as well as different volume options.